Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported by the patient that there was a sudden loss of therapy at the lower back and right leg. They felt the vibration however it was not covering their pain. They had not made any adjustments; they did not know how. Relevant medical history included non-malignant pain and chronic low back pain. Additional information has been requested, but was not available as of the date of this report. If received, the event will be updated.